Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluation reproduced reported symptom of a "defective keypad, front housing." Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: number 8 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the number 8 key will occur following the selected key's function (e.g. Numerically: when the number 1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed). Baxter has initiated a CAPA to further investigate this issue. The failed keypad has been replaced.

Event description:
The customer reported that the spectrum pump has "defective keypad, front housing." No patient injury was reported. No further information was provided.